Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that the stent completely dislodged from the balloon and was lost in the pt vasculature. No additional event or pt info is available.

Manufacturer narrative:
Results code- product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident info and the analysis of the returned rx vision sds. Factors that can affect stent dislodgement inside the body include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, an interaction with other device, pt anatomy and/or a previously implanted stent. The sds was returned with blood visible in the guide wire lumen, which suggests that the sds had at least been loaded onto a guide wire at some point during the procedure. The analysis confirmed that the stent implant and dislodged and was not returned; however, there were crimp marks evident on tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Although no pt anatomical info was provided, it is possible that an interaction between the sds and the anatomy or accessories during advancement caused the stent to become disrupted on the balloon, such that it dislodged during the procedure, though this could not be confirmed. There was no report of any damage noted to the stent implant or the sds prior to or during the procedure, which may suggest that a product deficiency did not contribute to reported difficulty. In this instance, a definitive cause for the reported stent dislodgement cannot be determined, but there does not appear to be any indication of a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot, and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.